Event description:
Patient with history of significant for stage ii nsclc developed complex rectovaginal, and rectourethral fistula potentially attributed to flexiseal fecal management system in the setting of recent bevacizumab use. Patient had fms placed for a total of 10 days. FDA safety report ID # (B)(4).